Event description:
Allegedly pt developed a tender, soft tissue swelling in his gluteal region. When tested in (B)(6), his serum co level was 1.2 and serum cr was 0.4 mcg/l. His esr was 26 and crp was 3.37. His mr shows a posterior periarticular fluid collection with an inflammatory reaction around the lesion and an iliopsoas bursal fluid collection dissecting from the hip into iliac fossa. His hip joint culture is negative.

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event 1043534-2014-00068.